Manufacturer narrative:
The ufr was the only information for this case, the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Thus, dräger is unable to perform an investigation, the reported shut-down can neither be confirmed nor denied. The most likely explanation for a shut-down would be loss of energy supply. Under consideration that this postulation is correct, an occurrence under single-fault condition is unlikely since the device is equipped with an internal battery to cover mains power losses for at least 30 minutes (with a fully charged battery in good condition). But if - for example - the device was put into operation with a completely worn internal battery, a power supply malfunction or a cut-off of mains supply caused by infrastructure issues may have ended-up in a shut-down. Finally, the issue may also have been related to use error - e.g. If the device was not connected to mains power and operated until the battery was depleted. A reliable conclusion is not possible due to lack of information. It is recommended to have the device checked by authorized personnel and to have it repaired if necessary.

Event description:
Dräger received an ufr in which it was stated that the hospital staff noticed during a round to the ward that the ventilator had shut down. As per report, the device was immediately replaced which prevented from health consequences for the patient.